Event description:
It was reported to globus that a revision surgery was necessary to remove a broken transition device, in which there was a fracture through the rod bilaterally. This was a bilateral revision decompressive lumbar laminectomy l1-l4 in which the globus hardware was removed. The revision surgery was (B)(6) 2011.

Manufacturer narrative:
Comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, however a review was conducted of all applicable material records, mfg records, storage records, and product records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were mfg within specs, maintained, and distributed in accordance with all federal, state and operating procedure. Based on record review of all available info, it is determined the transition 2 level implant design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction.